Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 7 years) leading to the parts on the circuit board wearing out and malfunctioning.

Event description:
It was reported, the evis exera iii video system center presented with a b30 communications error during preparation for use. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the evaluation, the user report was confirmed. A b30 communication error was presented due to a defect in the circuit board. However, the evaluators tested the circuit board and it managed to pass all functional tests. Consequently, it was recommended that the board be completely replaced. If additional information becomes available following device evaluation, a supplemental report will be filed.